Event description:
It was reported that the rv lead was explanted due to high lead impedance, high thresholds, and possible crush. No patient complications were reported as a result of this event. A 3500a was received and further reports that the "patient received multiple shocks from device inappropriately."